Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint.- the patient was revised because of pain and instability. Doi: (B)(6) 2011 dor: (B)(6) 2012 (left hip). Update: litigation papers received (B)(4) 2013. Litigation alleges that the patient suffers from discomfort, inflammation, popping/grinding sensations, limited mobility and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Date of implant has also been provided. The MDR decision is now being reversed and liner and head reported. The complaint has been updated on 1/15/2014

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A search of the complaint database and/or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.